Event description:
It was reported that the patient experienced ineffective effective/ inadequate coverage. Patient¿s leads had migrated. Additionally, patient¿s ipg was inoperable. It is unknown if this occurred prematurely. As such, surgical intervention took place wherein the entire system was explanted and replaced with a new system to address the issue. Effective therapy was restored post op.

Manufacturer narrative:
Date of event and patient weight are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.